Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that the daily cleaning procedure (dcp) on the advia centaur xp instrument failed due to low water pressure. The customer verified that the cleaning solution bottle was refilled and as per siemens instructions, the customer primed the cleaning solution bottle successfully. The customer indicated that they will repeat priming of the cleaning solution bottle prior to restarting the dcp. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse installed a cleaning lid and tested the instrument, which recovered acceptably. The customer reported that she was not wearing gloves when troubleshooting the instrument. The advia centaur xp operator's guide instructs users to not handle cleaning solution without wearing protective equipment, including gloves, laboratory coat, and safety glasses or protective face shield. The cause of the customer's exposure to the cleaning solution was use error. The customer declined further investigation. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The daily cleaning procedure on an advia centaur xp instrument failed due to low water pressure, causing the customer to inspect the instrument. The customer lifted the lid that covers the cleaning solution bottle and while inspecting the tubing that aspirates cleaning solution from the cleaning solution bottle, cleaning solution dripped onto the customer's hand. The customer followed the laboratory's procedure for exposure to hazardous liquid and did not require medical attention. There are no reports of medical intervention or adverse health consequence due to the cleaning solution that dripped onto the customer's hand.